Event description:
It was reported that approximately 21 months after a left total knee replacement procedure, the patient underwent an arthroscopy to address ankylosis and painful scar tissue. The surgeon performed an examination under anesthesia including manipulation, debridement, and excision of scar tissue. No further issues or complications were reported. No additional information is available.